Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. The express bolus and esc button had intermittent button respond due to flattened dome switch. The device also had minor scratches on the lcd window, scratches on the reservoir tube window, and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer stated that the esc button was sticking and sometimes it works itself loose. Customer stated that her blood glucose was high on wednesday and she changed her set, tubing, and insulin. Customer's blood glucose went down and then it went back up on friday and the weekend. Customer changed her set early yesterday. Customer treated for her high blood glucose by using a manual injection. Customer bolused using the pump 3 hours prior to the manual injection. Customer was advised that the pump will need to be replaced due to the keypad anomaly. Customer was also advised to discontinue use of the pump and revert to a back-up plan.